Event description:
It was reported that an ilet device did not charge while on the charger for several hours and displayed a ¿charge ilet now¿ message, and the device felt hot to the touch; the charger¿s indicator light was green, an alternate outlet was tested with the same result, the charger successfully charged a phone, and charging initiated after the ilet was reoriented from horizontal to vertical on the pad. Symptoms included a warm or hot device surface. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding charger orientation and outlet verification. Investigation of this case revealed that improper device-to-charger alignment likely prevented power transfer, with normal charger function confirmed by successful phone charging and resolution after correct orientation. It was concluded, based on previously established findings for similar reports, that user interface and use-related factors were the most probable cause.